Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 202mg/dl. The customer's expected fasting blood glucose test result range is 96 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. Test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (date). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with all of the readings. Customer is concerned with high readings. She says that she believes that the meter is malfunctioning because she has no symptoms and that she has been eating properly.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 202mg/dl. The customer's expected fasting blood glucose test result range is 96 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. Test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (date). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with all of the readings. Customer is concerned with high readings. She says that she believes that the meter is malfunctioning because she has no symptoms and that she has been eating properly.